Event description:
It was reported that insulin gauge displayed an amount different than expected, and pump showed a current fill estimate of 18 units with a discrepancy greater than 30 units. There was no reported impact to the customer¿s blood glucose level. Caller expressed frustration due to back-to-back occlusion alarms, refused to provide further information, ended call, and no further assistance was provided.